Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual evaluation of the returned product found the packaging was previously opened. A hair-like fiber was found in the sterile packaging. As the product was returned opened, the source of the debris cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a hair was found inside the sterile packaging of the implant box at the time of surgery. A different device was used for the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : canada. H6 : mechanical (g04) - femur. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.